Event description:
Healthcare professional reported capsular contracture baker grade ii/iii diagnosed via palpation. Device has been explanted. This record relates to left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation no observations are performed for the complaint as the event is insufficient information. Additional observations: observed deformation on the device. Black particles observed in the surface of the shell. Observed non penetrating nicks. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii.